Manufacturer narrative:
After battery installation unit gave an unexpected flashing white / blank display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to perform functional testing including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to display anomaly. Unable to confirm missing segments/partial display due to display anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a white black display. The customer¿s blood glucose level was 105 mg/dl. Customer reported that display was blank. No report of pump screen flashing when screen was turned on after being in sleep mode. The customer got beep on the pump with white blank display. The beep never went away while on call. The customer was unable to clear alarm. Customer stated that buttons were neither pressed nor accidentally pressed. Customer reported that the notification light was blinking. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.